Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an insulin syringe. The customer reports that after the nurse administered the insulin injection, the safety shield was activated. However, needle remained beyond the safety shield, and the nurse stuck herself with the contaminated needle.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.